Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The lead is part of the advisory for this model. Evaluation summary for (B)(4): the full lead was returned, analyzed and the defibrillation coil was distorted. It was noted that the inner tubing was kinked/buckled, the helix was distorted/bent and there was apparent explant damage. The analyst commented that the helix can not extend and retract due to distal conductor distortion within the connector. Lead was returned with fully extended helix.

Event description:
It was reported that during implant, the helix mechanism of the right ventricular would not extend. The lead was attempted, but not implanted. No patient complications have been reported as a result of this event.